Event description:
Baxter (B)(4) received a report from a customer who had gone into the ch d-ari-ge. It is reported that on (B)(6) 2011 a patient experienced pain during and after a therapy through a baxter homechoice cycler. Reportedly, during the therapy, the patient woke at 03:00 and felt chest pain. At the end of the therapy, the patient woke up at 08:00 and felt pain in arms, shoulders, chest, and had difficulties breathing. Reportedly, the patient went to the emergency room and a scanner was performed. According to the patient, the results of the scanner helped to diagnose air in lungs. The nurse reported a pneumoperitoneum due to air infiltration. According to the patient, good installation practices were followed as she has been doing therapy for the last 16 months. Reportedly, the patient checked the dialysis circuit prior to starting therapy and there were no air bubbles observed in lines and the solution was filling the extension line. Reportedly, there was no alarm displayed during the therapy. Reportedly, the patient starts her dialysis with the stomach empty and bypasses the initial drain step because it is a painful step for her. The total volume of solution is 12 000ml for a dialysis time of 10 hours. The patient is dialyzed 6 days a week. Reportedly the pains disappeared after 2 or 3 days. The patient recovered; no medication nor hospitalization was required as a result of this incident.

Manufacturer narrative:
(B)(4). The customer reported arm/shoulder/chest pain and difficulty breathing. The patient underwent a "scanner" procedure at the hospital. The results of the scanner revealed that the patient had "air in lungs." The patient stated that he/she properly primed the disposable set. The reported problem disappeared after a period of 2 or 3 days. There was no medical intervention required for the reported problem. A review of the device history record for serial #(B)(4), revealed the device passed both homechoice final test & calibration and homechoice electrical safety test prior to its release from the tampa bay facility. A service history review revealed that the last device maintenance with calibration were done on (B)(4) 2011. Previous service events were were related to complaint issue. An event history log review indicated the therapy was conducted without any alarm and without any issue. A sample evaluation indicated that the device works like intended. A visual inspection did not reveal any problems. A simulated therapy was successfully performed. The problem is not confirmed. The assignable cause of the problem is undetermined.

Manufacturer narrative:
(B)(4). The device has been requested to be returned for evaluation. A follow-up MDR will be submitted upon completion of the evaluation or should additional information become available.